Manufacturer narrative:
At this time, the power supply has not been returned for further eval, however, there is a known problem with this series of power supplies that includes a failure mode similar to that reported. The eval of other incidents that displayed this problem is the following: the root cause was identified to be a design problem with the power supply, providing inadequate protection against overheating of electrical components (due to ac main supply fluctuation, component failure or a short in power cord / device). Ge healthcare stopped shipping the affected units on 12/20/2010, and is implementing a field action for affected units. Ge healthcare has reported the issue to FDA per 21 cfr part 806.

Event description:
It was reported that a trusat external power supply overheated and the external enclosure showed evidence of melting. The affected device was removed from service. No injury was reported.